Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.

Event description:
Customer's mother reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The battery was removed and reinserted and now the buttons are not responding. Blood glucose value was 212 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump has cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.